Event description:
The customer reported the device could not discharge. No adverse patient impact was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.